Manufacturer narrative:
The device has been rec'd by the MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate number.

Event description:
It was reported to boston scientific corp that during a therapeutic stone retrieval using a zero tip retrieval basket (pt gender and age unk), the basket detached from the device. The physician retrieved the basket using a graper. The pt's condition is reported as "fine".